Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the shunt in the severely calcified limb. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during second inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient complications reported. Patient was in good condition after the procedure.